Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review indicates that a panoramic radiograph showed tooth #1.5 had prior endodontic treatment and was restored with a crown. The patient underwent two courses of aligner therapy consisting of 25 and 23 aligners, with a treatment objective of distalizing tooth #1.5 by approximately 2.5 mm. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.

Event description:
The treating doctor reported that the patient had symptoms of fracture and loss of element 1.5. The patient reported visiting a specialist and required medical intervention consisting of extraction of the affected tooth and subsequent dental implant placement. It is unknown if the patient was prescribed or took any medications to alleviate the reported symptoms. It is unknown if the treatment was discontinued or if the patient is still using the invisalign system, and the patient's current condition is unknown.